Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Manufacturer narrative:
Per the clinic, the patient was hospitalised (specific date and duration not reported) for IV antibiotic administration. This report is submitted on october 26, 2023.